Manufacturer narrative:
The wall monitor subject of the event was located outside of the sterile field and is used to display duplicate images from other monitors such as patient data or case status. The wall monitor is not manufactured by steris and is manufactured by a third party. The monitor was returned to the OEM for evaluation. The manufacturer evaluated the monitor and found that the power supply was not functioning. Further evaluation determined that there was an internal short between the positive and negative terminals of the ac input causing the elements to melt. It was also found that the circuit protection fuses were damaged. The short may have been caused by a power surge at the facility or a liquid leaking into the monitor. The manufacturer replaced the power supply and is returning the monitor to steris. The user facility received a replacement monitor and no further issues have been reported.

Event description:
The user facility reported that their wall monitor began to spark and smoke. No report of injury or procedural delays or cancellations.